Manufacturer narrative:
The reported event of communication issue was confirmed. Visual and electrical testing of the device did not reveal any anomaly. The cause of the reported event was found consistent with an anomaly associated with the merlin programmer frequency range.

Event description:
Prior to implant procedure, the device was not able to be interrogated. A new device was selected for implant. The patient was stable with no consequences.